Event description:
Reporter alleged obtaining a result of 345 mg/dl on the advantage system compared back to back with a result of 158 mg/dl on a professional system when testing was performed within 10 minutes. Reporter stated that she had fried food that she normally does not eat about 1-1.5 hours prior to the readings. Reporter also took 8 units of novolog insulin 1.5 hours prior to the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.